Event description:
It was reported that the patient had a possible infection. The right ventricular lead was explanted and was subsequently replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4) the full lead was returned and analyzed. No anomalies were found. The lead insulation had cosmetic (in-vivo) outer insulation depression. The lead cable/coil conductor was not obstructed at the lv2/proximal with blood. The lead insulation was breach (extrinsic) with an outer insulation cut. The lead cable/coil conductor was distorted (extrinsic) at the lv2/proximal with kinked/buckled. Visual analysis noted the lead had apparent explant damage. Concomitant continued: (B)(4) implantable pacing lead (B)(6) 2011. (B)(4).